Event description:
It was reported that the anesthesia workstation failed the gas analyzer test during system checkout. According to the logs, the pressure transducer test failed. There was no patient involvement. Manufacturer's reference #:(B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the field service engineer , the issue related to pressure transducer test failure was solved by reconnecting reflector pressure transducer printed circuit board (pcb). Evaluation of the received device logs confirmed the reported pressure transducer test failure and the logs indicate an issue with the reflector or fresh gas pressure transducer pcb. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout if present, and high priority alarms will be generated if the failure occurs during treatment. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).